Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer stated that they had high blood glucose over 500 mg/dl at the time of incident. The customer's blood glucose was 210 mg/dl at the time of call. The customer reported that there were air bubbles in the reservoir. The customer stated that they changed the set out and treated the high blood glucose. The insulin pump will not be returned for analysis.